Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 182 mg/dl. Customer stated that the reservoir had a big air bubble and approximate size of air bubbles were two and a half small lines on the reservoir. Customer had hyperglycemia. Troubleshooting was declined for hyperglycemia and troubleshooting was performed for air bubble anomaly. The reservoir will not be returned for analysis.